Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patient was unable to turn the stimulation on and off. The patient underwent an explant procedure.